Manufacturer narrative:
Product type: catheter, product ID: neu_unknown_cath, serial# unknown. Analysis of the pump revealed no anomaly, analysis of the unknown catheter revealed catheter body broken. Results: no longer applicable to the event.

Event description:
It was reported that approximately 7 weeks ago the patient had several falls one of which he fell forward out of his wheelchair. Over the coming weeks his pain began to increase and so was his intrathecal drug dose. The patient was admitted to the hospital 5 weeks ago for pain relief in this time. A dye study was performed on his pump which was unsuccessful, unable to aspirate the catheter. The patient then had a CT scan which showed a segment of catheter in the sacral area in his spine. The catheter appeared to have moved outside his spine; it was also noted ¿catheter breakage¿. During the last 5 weeks the patient continued to have loss of therapy and had to have other drugs given IV. A decision was made to replace catheter and also to replace pump. The pump had needed to be interrogated many times over the hospitalization and appeared to functioning with in expected parameters but the patient was showing loss of therapy. To replace the pump was a clinical decision by the implanting surgeon, not due to device issue, because he felt there was a risk of infection and wanted a new pump implanted. On (B)(6) 2013 the reporter visited the patient and the patient was very happy and stated now he feels he was getting back to his therapeutic level of therapy and was now showering and ambulating for discharge sunday. The patient status at the time of the reported was noted as fully recovered. The pump was used to deliver morphine and clonidine.

Manufacturer narrative:
Concomitant product: product ID 8709, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information catheter model 8709 no longer applicable. Additional information: catheter model 8709sc.

Event description:
Additional information received reported that the 8709sc was the catheter returned; that this was the indura catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.